Manufacturer narrative:
(B)(4), additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received . It was reported that the use of the catheter was a standard of care for the patient. It was stated that the cause of the ins feeling warm was unknown as exam was done and it was normal. It was also stated that the uti was not related to the device or therapy. And that it seems the patient therapy was actually doing well. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with and implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that they were still leaking and that they have their good days and their bad days. The patient stated that the device is in fact helping a lot and that they used to full on pee themselves, and now they do not do that anymore and that the surgery is totally worth the risk and that they really like it. Additional information was received from the patient. They reported they were peeing fully blown on themselves after having the implant for 6 months. Patient reported they had bad episodes and they were still leaking when they sneezed or lifted heavy things. The patient stated they were not happy with the therapy, the trial worked well. The stated they had to catheterize 2 times a day, in a later call the patient noted they were still on medication and catheterizing 2 times a week. The patient stated they did a urine culture and they were waiting for the results next week because they thought they may have a lot of urinary tract infections (utis). The patient reported they met with their healthcare provider and they told them to keep the setting on program 1. The patient reported program 1 made their symptoms worse. Patient stated they had tried all 4 programs and none of them worked for the patient, but program 4 was the best program. The patient was advised to follow their healthcare provider's instructions. They stated they might change to program 4 because they needed help with their symptoms and needed to do what was best for them. They stated they knew how to change programs. Patient stated they tripped, but did not fall and they lifted heavy stuff. Therapy function was reviewed and the patient was redirected to their healthcare provider. Additional information was received from the patient. They mentioned that the ins felt warm sometimes and they noticed soreness and tightness at the implant site. The patient stated they were told at implant that the tightness may occur. They were redirected to their healthcare provider to address the reported issue. It was noted the patient stated they felt the stimulation working, and when they were leaking it was all staying on the pad at the time of the report, instead of running down their leg. They stated they were still on program 1 as advised by their healthcare provider. They reiterated they got a lot of utis and they were sore due to that. No further complications were reported or anticipated.